Event description:
Attempt to place a rij central line using a micropuncture introducer set under ultrasound guidance. Per report, intraluminal access was obtained but resistance was met when the guidewire was threaded over the micropuncture needle. Removal was attempted but the guide wire broke and shredded with a portion outside of the patient and another portion visualized on ultrasound in the soft tissue. Guidewire removed in segments but a fragment could still be visualized in the neck by ultrasound. CT imaging demonstrated a 1.7 - 2cm retained fragment near the rij in the scm. Given that fragment was extraluminal and there was no evidence of hematoma, decision was made to leave the fragment in place since it is expected to scar-in over time w/o patient harm. Lot# 16145315 or 16163468.